Event description:
It was reported that in 2007, pt underwent a revision of unstable left arthoplasty to a fully constrained hip. The pt in the per is involved.

Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or add'l info become available, a supplemental report will be issued. Same pt as MDR 2249697-2007-00041.